Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of being lightheaded and their heart rate was low, lower than programmed parameters on their implantable pulse generator (ipg). The right ventricular (rv) lead exhibited high thresholds. Both the ipg and rv lead remains in use. No further patient complications have been reported as a result of this event.